Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and had a dent by the front left front and rear bottom corners and the tube seal was missing. The bottom case was cracked by the alternating current (ac) receptacle and the battery door was cracked. There was visible contamination by the l bracket pole clamp and by the ac power cord clamp. There is nothing in event history log (ehl) pertaining to the customer stated issue. During the functional testing there was no fault found the pump operated as intended. The root cause was not found as no fault was found or confirmed. No action/repair done. No problem found. Performed infusion and occlusion test. Additional information g5, corrected data: d1.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure / force sensor test. No adverse effects were reported.